Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 1045 ohms. On (B)(6) 2016, pacing impedance rose to 4047 ohms from a trend in the 323-399 ohm range. Analysis of the device memory indicated a right ventricular lead integrity alert warning occurred on (B)(6) 2016 for sensing integrity counter (sic) greater than 30 in three days and rv lead impedance variation in the last 60 days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Beginning (B)(6) 2016, there were ventricular sics up to 4459 and ventricular tachycardia non-sustained (vt-ns) episodes with evidence of lead noise oversensing. Concomitant product: 407652, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was capped. A lead revision was attempted, but the patient had a left sided venous occlusion and the physician was unable to get a wire into the vein on the left side. The lead was eventually replaced with the entire system moved to the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.